Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection a microcatheter was returned with the subject stent. The stent was returned deployed and noted to be deformed. The stent delivery wire (sdw) and introducer sheath were not returned. Functional inspection to test the reported event: ¿stent deployed prematurely during use¿ was not performed as it was confirmed during visual inspection. Functional inspection to test the reported event: ¿stent difficult/unable to advance or pullback through catheter¿ could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent deployed prematurely during use' was confirmed during visual inspection of the returned device. The as reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The returned part of the subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the stent. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'while deploying the stent through a microcatheter, the stent deployed in the microcatheter after it is entering the microcatheter. The physician removed both the stent and the microcatheter, then cut the microcatheter for inspection and confirmed that the stent was deployed at the proximal end of the microcatheter. The physician retrieved the stent from the microcatheter, replaced it with a new one, and also used a new microcatheter to complete the surgery'. The stent was returned for analysis in a deployed condition and was noted to be deformed towards the proximal (closed cell) end. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. In addition to the stent, a microcatheter was returned. Given that the microcatheter (mc) returned is likely to have been the mc in use at the time of the complaint, the use of such mc is likely to have been a contributing factor in the case of this complaint. The internal profile of the recommended microcatheters is a like-for-like match with the external profile of the distal end of the subject stent introducer sheath. This means that once the sheath is correctly positioned in the mc hub and locked in place via the rotating hemostatic valve (rhv) vent cap, stent transfer is a reasonable straight-forward process. However, the internal profile of this unknown mc means that the introducer sheath can be advanced too far leading to inadvertent crushing of the sheath tip opening. Alternatively, if the sheath is not advanced sufficiently far, there can be a gap present between the distal tip opening and the proximal opening of the lumen. Given the event description and the condition of the returned stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent. Upon realizing this through increased resistance, the user is then obliged to attempt to withdraw the sdw and stent. When the proximal end of the stent is retracted as far as the hub, the stent automatically begins to open. This, in turn, releases the sdw, leaving the remainder of the stent inside the microcatheter lumen. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' events: stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and 'as analysed' event: stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported that during aneurysm embolization procedure the operator was deploying the subject stent through a microcatheter. There was some resistance noted when advancing the subject stent inside the microcatheter¿s shaft. And the subject stent deployed inside the microcatheter's shaft. The operator removed the microcatheter along with the subject stent, then cut the microcatheter for inspection and confirmed that the subject stent was deployed at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during aneurysm embolization procedure the operator was deploying the subject stent through a microcatheter. There was some resistance noted when advancing the subject stent inside the microcatheter¿s shaft and the subject stent deployed inside the microcatheter's shaft. The operator removed the microcatheter along with the subject stent, then cut the microcatheter for inspection and confirmed that the subject stent was deployed at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.